Event description:
It was reported to gore that one month after undergoing incisional hernia repair using gore dualmesh biomaterial a patient presented with ascites and inflammation. Culture results were (B)(6) for (B)(6) and the patient was placed on antibiotics. Approximately one month later, the mesh was removed. During the procedure, yellow pus was observed between the mesh and abdominal wall and the intestines were covered with a white film. Culture results were negative for mrsa. The patient remains in the hospital and is improving.

Manufacturer narrative:
A review the manufacturing and sterilization records verified that the lot met all pre-release specifications. It should be noted that the potential for such events is addressed in the warnings and adverse events section of the instructions for use, "[w]hen using this device as a permanent implant and exposure occurs, treat to avoid contamination, or device removal may be necessary." "Possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma and recurrence."